Manufacturer narrative:
The pump was not returned for evaluation. Log file analysis revealed an increase in power consumption beginning (B)(6) 2018 to parameters above the normal operating range. Power consumption parameters returned to normal operating range on (B)(6) 2018. However, no alarms have been logged in the last 14 days of available data through (B)(6) 2018. As a result, the reported "high watt alarm" event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and historical review of similar high-power events, multiple factors may have contributed to the high-power event, including but not limited to, thrombus formation/ingestion, high flows, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pump thrombosis and presented to the hospital with a high watt alarm. The patient was admitted to the hospital, but the issue self-resolved and the patient was discharged to home. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.